Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. The complaint was confirmed, as the female luer lock component of the white valve was seen to be cracked just adjacent to the molded parting line. The most likely root cause for the crack is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4).

Manufacturer narrative:
It has been indicated that the used device will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device not yet returned to manufacturer.

Event description:
As reported by angiodynamics' distributor in the (B)(4): "PICC sited in right basilic vein under ultrasound guidance on (B)(6) 2016. PICC tip located in lower third svc. Patient weekly paclitaxel chemotherapy as an outpatient . The PICC line was being cared for in the community and vygon bionector used to cover the end of the PICC.(may alson have used b.d q-site). Contacted on (B)(6) 2016 by day therapy as line leaking when flushed, on inspection hairline crack seen in leur connector. The catheter was removed and retained. Product cleaned with (B)(4) cleaning wipes." The used catheter is expected to be returned to angiodynamics for evaluation.